Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 6.3 mmol/l and the sensor glucose was 3.9 mmol/l and the insulin pump kept alarming suspended on low. The customer¿s current blood glucose was 8.1 mmool/l and current sensor glucose was 8 mmol/l. The customer was advised if sensor glucose versus blood glucose issues recur with this sensor to call for further assistance. The sensor will not be returned for analysis.